Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was experiencing potential false atrial fibrillation (af) due to oversensing. It was also noted that the implantable cardiac monitor (icm) was experiencing p-waves and premature atrial complex (pac). The device remains in use. No patient complications have been reported as a result of this event.